Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the et45g was used. Two rows of the staple line would not staple the tissue (but cut the tissue completely). Another instrument was used to complete the case. There was no consequence to the pt.